Event description:
It was reported that pump screen response time was slow. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.